Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the complaint device,12.0 cannulated drill bit large qc/190 (part no- 03.010.036, lot no- 052619) was returned to jrz pal for investigation. Upon visual inspection, the proximal end where it couples with the drill or power tool was found broken. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. No design issues or discrepancies were found during this investigation. Dimensional inspection: dimensional analysis was completed, the inner diameter of the proximal end, measured which is within specification based on the relevant drawing. Complaint confirmed: yes, the complaint can be confirmed based on the available information. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being bent/torqued beyond its capabilities, struck off axis or damaged during sterile processing). Investigation conclusion: the drill bit had a broken proximal end where it couples with a power tool or drill, therefore making it unable to be used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.010.036, synthes lot # 5238751, supplier lot # 052619, release to warehouse date: 09 may 2006, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during reverse logistics audit of a returned device at millstone the 12.0 cannulated drill bit large qc/190 was found to be broken . No patient involvement. This report is for one (1) 12.0 cannulated drill bit large qc/190. This is report 1 of 1 for complaint (B)(4).